Event description:
The affiliate reported the customer alleged non-reproducible elevated cancer antigen (ca) 19-9 results, for three patients, involving unicel dxi 800 access immunoassay system. This report refers to patient number one. Subsequent testing produced results within lower clinical ranges. The elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.